Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer stated that he experienced nausea, vomiting and was lethargic. The customer also reported no delivery alarms during bolus attempts. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.